Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented remotely via merlin.net transmission, low, out of range, defibrillation lead impedance was observed. It was noted that the impedance was gradually decreasing. The patient was asymptomatic and being monitored.